Manufacturer narrative:
We checked the returned unit and confirmed that the air/water nozzles missing. Based on the result, we concluded that it was caused due to the excessive force applied on the air/water nozzle. In addition, we confirmed that the angle wire play, and the lg prong top loosened; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR. (We checked the details with emea as gfe, but I did not get a response, so I will submit MDR.)

Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle missing.